Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the events likely occurred due to the following: event 1: images are not displayed due to damage to the tip likely occurred due to the charged-coupled device unit at the tip was damaged. Event 2: peeling of the coating on the insertion part likely occurred due to physical stress, chemical stress, and/or storage environment. Event 3: loss of the bending section cover likely occurred due to external factors and handling. The events can be detected/prevented by following the instructions for use which state: event 1: the IFU has the following information as precautions when performing high-frequency ablation and laser ablation procedures. ·operation_ manual_ operation -high frequency cauterization (except bf-p260f/xp260f) warning:always confirm that the electrode section of the electrosurgical accessory is an appropriate distance away from the distal end of the endoscope. Confirm that the green marking at the distal tip of the electrosurgical accessory can be observed on the endoscopic image (see figure 4.4). If the electrode is used when too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Using a damaged endoscope may cause patient injury. -argon plasma coagulation (apc) (except bf-p260f/xp260f) warning:make sure that the distal end of the apc probe always lie more than 10 mm from the endoscope¿s distal end (see figure 4.5). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Event 2: by following the IFU below, the user can properly detect event 2. ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. By following the IFU below, the user may be able to reduce/prevent the occurrence of event 2. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Event 3: by following the IFU below, the user may be able to reduce/prevent the occurrence of event 3. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction to h6 (adding medical device code 1071-thermal decomposition of device, adding investigation conclusions 4315-cause not established). The device was evaluated where an additional reportable malfunction was noted that the plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The subject device (evis lucera bronchovideoscope) is an olympus loaner asset that was returned by the customer for no image displayed. The patient was not under sedation and there is no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image due to a defective distal end insertion unit. In addition, the instrument channel tube had a leakage. The bending section cover was removed by someone. The coating of the insertion tube peeled off. The distal end was burnt. The nut had loose thread of the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.